Event description:
The wife of a (B) (6) male patient contacted lifecor customer support to report that one of her husband's battery packs was not holding a charge. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation battery (B) (4) has been completed. The reported problem was confirmed. The battery pack would not work, because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unknown substance. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.